Event description:
The event is reported as: the customer alleges having a problem with the tube (pipe) for filling the cuff with air. The tube is crestfallen and can hardly be cuffed/de-cuffed.

Manufacturer narrative:
The investigation is incomplete at the time of this report.